Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was discarded by the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked. It was noted that the device had a crack in the line and blood backed up in the line. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.